Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was lost/discarded. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tripped trend reports were reviewed for libre sensor and perception code for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking, trending review meeting, and investigated. The investigation concluded that the tripped trend was not correlated with a product nonconformance. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) device. The sensor prematurely detached and the customer was unable to obtain glucose readings. The customer experienced a loss of consciousness, fatigue, and migraine. The customer was able to self-treat with coke and there was no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.